Event description:
It was reported that non sustained rv oversensing due to crosstalk via review of merlin transmissions was observed. There were no changes made due to the patient being in atrial fibrillation at the time of check.